Event description:
A healthcare worker experienced watering eyes and nasal burning two to three minutes after entering a room where cidex opa was being used. The event was described generally as a respiratory reaction by the direction of the department. The worker did not seek medical attention and recovered without incident. The facility discovered the room ventilation fans that were inadvertently placed on low and were subsequently returned to high to abate healthcare worker's respiratory reactions.